Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no product codes or lot numbers have been made available. No complaint sample was available for assessment at this time but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the dressings had to be soaked off due to hardening. Per the s&n medical limited product claim sheet the jelonet ¿can be left in place until it starts to dry out¿. The length of time in use remains unknown. Per the supplier report, the associated batch record(s) cannot be investigated due to unknown batch and code; however, the database of change control revealed no changes and the complaints were deemed non-manufacturing related. The patients impact beyond the reported the hospital returns and soaking/removal of the dressings cannot be determined. Should clinical documentation become available, the medical investigation may be re-evaluated. The database of change controls for the jelonet product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The investigation did not find product defect or manufacturing process issue so no action is required at present. If a sample is received or further information becomes available, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that customer has used jelonet for paediatric circumcision dressings for the last 4 years without issue. However, in the last month, he has had several incidences of this dressing hardening so much that it could not be removed without a readmission to hospital, and careful removal with soaking and a cotton bud.